Manufacturer narrative:
Updated fields: b4, b6, b7, g3, g4, g7, h2, h6. (Investigation type), h10, h11. Corrected fields: d1, g1(contact person).

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp, and observed a few autofill failures in the iabp log files but was unable to reproduce the reported issue. The fse completed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) was stuck in standby mode and would not autofill. No patient harm, serious injury or adverse event was reported.